Event description:
A rep dreamstation auto CPAP device was returned to a manufacturer with information alleging the water is getting very hot and will flow out to the device and there is a plastic burning smell coming from the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection manufacturer observed potential white and black hairs on the top enclosure under the accessory module flip lid door. Significant unknown white dust-like contamination at the air inlet. Unknown white, brown, and black dust-like contamination and potential hairs/fibers inside. Potential fluid/water spots on the bottom of the blower motor, indicating potential fluid/water ingress. Unknown potential brown sticky fluid/water residue in the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The unit got scrapped. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.